Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received excessive no delivery alarms. Customer's blood glucose was 498 mg/dl. During troubleshooting, customer was assisted in performing a 5.0 unit fixed prime and insulin did not exit. Customer was advised that insulin pump and infusion sets would be replaced.